Event description:
The 13 year-old patient has been wearing dexcom continuous glucose monitors (sensors) since 2016. The sensor provides reliable readings for 6-7 days. The FDA approval was shifted from a 7-day replacement cycle to a 10-day replacement cycle, but the product does not last 7 days on this patient. (Young patient, active immune system, lean body mass.) This is a problem for the patient because insurance denies requests for replacement on a 6 or 7 day cycle based on the 10-day FDA approval. The approval should state that some patients require replacement more frequently than every 10 days.